Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow-up eport will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the pacer test cannot be performed. There was no reported patient involvement.